Event description:
It was reported that since the software upgrade, two pts have been burned. Burn location was on the lower back, cream/ointment was administered and the pt had to have plastic surgery for the burn. The facility did not know which pt suffered which injury. Classification of burn is unknown. The facility reported that the grounding patch used was valley lab e7506.

Manufacturer narrative:
The field service personnel noted that the grounding pad (reference patch) may have been improperly placed on the pt.